Event description:
It was reported that during insertion of a pacemaker, a 6-8 cm portion of the peel-away introducer sheath split circumferentially and remains in the pt's right subclavian artery. The physician has elected not to intervene. Therefore, a portion of the sheath remains in the pt. The pt is currently doing well.